Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive keypad. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 43mg/dl at the time of the incident. The customer treated with juice. Troubleshooting for the low blood glucose could not be performed due to the unresponsive buttons. The customer stated that the buttons were unresponsive and the insulin pump was stuck in time/date set up. The customer also stated that there was no significant event leading to the keypad issues and was unable to see the time on the clock if it advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, stained end cap sticker and cracked battery tube threads.